Event description:
Clinical studyit was reported that 361 days post index procedure the patient expired. The index procedure treated a de novo lesion in the mid rca. The lesion was moderately calcified, mildly tortuous, and 80% stenosed. The lesion was 3.5 mm wide and 14 mm long. The physician pre-dilated the lesion prior to placing a 3.5 x 16mm taxus express2 stent.on day 361, the patient deteriorated and died from metabolic encephalopathy. No autopsy was performed. In the opinion of the physician, there was an unknown relationship between the target vessel and the death.